Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using with a e-luminexx vascular stent. Allegedly the stent did not reach the expected deploy position during insertion into the body, and the deploy button was not operated. The stent detached and ejected on its own. Another device was used to complete the procedure. There were no injuries to the patient.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided photos show the device still not activated with the stent completely deployed. A physical sample was returned for evaluation and the device was not activated but the stent was completely deployed and returned with the sample which leads to confirmed results for premature activation. There was no indication of a manufacturing deficiency. In this case, it was reported that a 6f introducer and a 0.035" guidewire were used for access, there was general bending of the tracking vessel, the lesion was pre-dilated and there was no visible damage to the delivery system prior to use. Based on provided photos and the evaluation of the returned sample, the investigation was closed with confirmed results for premature activation. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding warnings, the IFU states that "visually inspect the packaging to verify that the sterile barrier is intact. Do not use the device if the sterile packaging has been damaged or unintentionally opened prior to use." Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to anatomy, the IFU further state: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." The IFU also states, "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), a patient underwent a stent placement procedure using with a e-luminexx vascular stent. Allegedly the stent did not reach the expected deploy position during insertion into the body, and the deploy button was not operated. The stent detached and ejected on its own. Another device was used to complete the procedure. There were no injuries to the patient.